Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy irritation underneath the front therapy electrode. The patient is under the care of a nurse. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.